Event description:
Error code 610.7070. Case rear- damaged/cracked. Iui- corrosion. Case front- damaged/cracked. Soft fault- keypad assembly communication failure. There was no patient involvement. 04/20/2018 06:03:59 (B)(6). Po for $(B)(6) approved by (B)(6) , (B)(6) , (B)(6) . Shipping & billing addresses confirmed. 04/30/2018 12:40:33 (B)(6). Est mjr. 05/16/2018 11:07:55 (B)(6). Updated from mnr to mjr for the major repairs needed per clelia flores, service tech. Repair approved by (B)(6) , biomed, at (B)(6) for $(B)(6). No changes to the po# 05/16/2018 14:03:07 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The product was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).